Event description:
Device was returned/inspected. Upon inspection, the item was found to be opened and used. The unit was not found to have any structural damage or issues, no cracks or stressed plastic was located. The plastic pins in the legs that lock the legs into the seat were found to not spring out. This resulted in the legs being able to be detached without disengaging the pin. The legs did stay connected on their own, although the issue with the plastic pins is present. The rubber grip for the legs were found to be slightly worn, but still intact. Serial number obtained from return.

Event description:
The end-user bought the universal bath seat 1 year ago. Yesterday, on (B)(6) 2019 at around 3:30pm, the end user was sitting on his bath chair inside of his walk-in shower and before turning on the water he turned to the side to take off his socks and the chair fell out from under him and he fell on the floor of the shower. He fell on his back and scraped up his arms, knees, and back. He was on the ground for about an hour before someone was able to get to him. His daughter said that she thought it was because the tips were bad, that they did not keep the chair from tipping over when he was leaning down. He was not taken to a hospital and his daughter is currently dressing his wounds.